Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient said their ins will be replaced with the MRI compatible model on february 8th and they had questions about MRI and other medical questions. During the call patient re-reported information already reported in about immediately having problems with their interstim right after a car accident on october 28th. Patient said their interstim had been working fine up to that point. Patient said they had an x-ray that confirmed the lead was still in the correct place but asked if a bulging discs and herniations from a forceful spine injury (unrelated) would affect their interstim system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an accident on 10/28 and device had not worked well shortly after. They reported their symptoms had gradually gotten worse, and it was like they don't have the device in. The patient was experiencing leakage and  was not feeling stimulation. Troubleshooting was unable to be performed as the patient had trailed all programs on the device and was unable to increase higher without feeling uncomfortable stimulation in buttock, described as "pain in glutes". The patient was redirected to their healthcare provider to further address the issue and check ins placement. The patient also inquired about adding different programs. Technical service agent provided nas number for hcp to request manufacturer representative. The patient mentioned unrelated medical history. This included reports of the accident caused herniated discs in spine and a bulging disc near the sacral region.